Event description:
It was reported that the insulin pump did not alarm. It was stated that the customer had experienced high blood glucose. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device did alarm. The spouse stated that the customer's blood glucose went up to 315mg/dl during the call. The spouse also stated that the doctor instructed them to go to the emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.